Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The pump was unable to perform the displacement test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart error test or test the operating currents and off no power alarm due to motor error alarms. The pump had cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 586 mg/dl. The customer treated the high readings with syringes. The customer stated that the pump had cosmetic damage. The customer stated that the pump was not caused by a vehicular accident. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.